Event description:
Prior to using the device, the surgeon noticed the device was not operating properly. Upon examining the device, it was noted the tip was broken. The device was immediately removed from the sterile field.what was the original intended procedure?unknown.